Event description:
The patient reportedly experienced poor performance with use of device. The patient was explanted and reimplanted with another cochlear device. The patient is reportedly doing well with the new device.

Manufacturer narrative:
The external visual inspection revealed a damaged electrode array with a missing contact pad. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a damaged electrode array with a missing contact pad. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device passed the tests performed. This is the final report.